Event description:
It was reported that high lead impedance (7/limit/high/no) was received in both system and normal mode diagnostics at a follow-up appointment with the treating neurologist. The vns pt has not had any manipulation or trauma to the device and the last known good diagnostics were from a few months ago. The pt was referred for x-rays and the pt's device was disabled due to the high lead impedance. A search in the pt's programming history was unsuccessful as no diagnostics were registered. Additional info was received from a company rep indicating the pt underwent surgery due to the reported high lead impedance. However, the explanted lead was discarded after surgery; hence will not be returning for analysis. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient underwent generator replacement surgery at the same time the lead was replaced.

Event description:
Information was received from the physician indicating that the reason for the generator replacement surgery was due to end-of-service.